Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump stocked in the stopped screen despite patient changing batteries and turning it off and back on again. No patient consequences were reported. No adverse effects were reported.